Event description:
The customer reported the system intermittently displayed blank images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and all pcb's were replaced. The system was then found to be operating as intended.